Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime(loss of prime) issue. Patient reports frequent loss of prime beginning last week; states that she disconnects and re-primes pump, but the loss of prime quickly repeats. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.